Event description:
It was reported by the patient that a patient alert was triggered and that the device had reached end of service after only approximately two years. The longevity of the device was questioned. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.